Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, while in the abdomen, the balloon did not inflate. The total opening of the balloon did not occur due to the formation of ring in the middle of the balloon. The surgery was completed without the device. There was no patient injury.